Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the retainer ring that holds the reservoir in place has come off. Customer's blood glucose was unknown at the time of the incident. Customer was advised to discontinue use of the insulin pump and revert to backup plan the insulin pump will be replaced. The customer will return the device for analysis.

Manufacturer narrative:
Findings: unable to perform displacement test due to missing retainer. Pump received with minor scratched lcd window, scratched case, pillowing keypad overlay and missing reservoir tube o-ring.